Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns patient was seen for a follow up appointment and a system diagnostic test revealed high lead impedance. At the patients previous follow up appointment, system diagnostic test was within normal limits, and the device was not at end of service. There was no report of patient trauma or manipulation to the device site which preceded the observation of high lead impedance. The patient has had an increase in seizure frequency, below the pre-vns baseline within the past month, and the physician is attributing the increase to loss of therapy as a result of high lead impedance. The normal mode output current was programmed off by the physician following the high lead impedance test result, and the magnet mode output current remains programmed on at the physician's discretion. The patient has been referred to a surgeon, and revision surgery is likely to occur. X-rays will not be sent to manufacturer for review, and the physician feels that there is likely a problem with the lead and has recommended that the surgeon replace the lead when surgery occurs.